Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient checked their left side stimulation and felt stimulation like on an electric chair and shut the stimulator off and set it on 1.3v. The patient reported the stimulation was on program 3 and they felt a shocking sensation and strong, uncomfortable, painful stimulation. The patient was asking what the cause of the strong stimulation was. Syncing with the programmer showed stimulation was on. While on the call the patient stated the setting went from program 3 at 2.0v to program 2 at 1.3v and they may have changed it,but they weren¿t sure. The patient stated they didn¿t want to turn the therapy off. The patient noted the healthcare provider had the setting on program 3 and they wanted to change back to program 3 but when they did they felt strong stimulation, so they left the setting on program 2 at 1.3v where it was comfortable. It was noted that the patient had pain management therapy the day before on their back. It was reviewed that feeling stimulation could be caused by different things and recommended consulting with the healthcare provider if the strong sensation continued. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the shocking sensation was noticed after her pain management therapy. They changed the program on (B)(6) 2019 and the issue was resolved. The device was working well current.